Event description:
The customer reported that doctors were trying to defibrillate a patient and deliver fixed mode pacing after that. The involved patient died. The customer reported that there was no ECG signal and the defibrillator showed a "check lead error and pacing pulses were not delivered." The customer also asked for clarification about whether an ECG signal from the patient is mandatory to initiate fixed mode pacing. The impact of the device behavior and patient outcome has not yet been reported by the customer.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.